Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty removal of catheter occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During the procedure, opticross¿ imaging catheter was inserted to view the target lesion before placing the stent and was used on pullback without issue. After placing the stent, re-imaging was performed but resistance was felt when the opticross¿ imaging catheter was tried to pull out and lost image occurred midway. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Updated describe event or problem. (B)(4).

Event description:
It was further reported that the opticross¿ imaging catheter was simply removed from the patient's body without any intervention. The patient's condition is good.